Event description:
A part of the pin is cracking. The rptr has two pins in two different chemotherapeutic agents that are cracked in identical places. The rptr is concerned because of the danger of contamination of the pharmacy staffs' hands and the containers should leakage occur.